Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A revision surgery was performed, during which the cuff was removed and replaced. No additional patient complications were reported.